Event description:
It was reported that 3ml bd luer-lok¿ syringe leaked. The following information was provided by the initial reporter: it was reported encountered a leak while using bd 3 ml luer lock syringe when attached to the bd maxzero microbore extension set tubing. Verbatim: we encountered a leak while using bd 3 ml luer lock syringe when attached to the bd maxzero microbore extension set tubing. Ceftazidime was infusing in a patient over 30 minutes and at the end of infusion, fluid was noted on the syringe, tubing, and IV syringe pump. Patient was not harmed. However patient was being treated for blood culture positive bacteremia and we believe the entire dose of antibiotic was not administered to the patient due to the leak. The report that 3ml syringes leaking with maxzero/ microbore tubing was confirmed and reproduced with the received event products. The identified cause of the leak was due to an isolated molding issue occurring during syringe manufacturing. No issues were identified with the microbore tubing.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-10-18. H6: investigation summary one photo and one 3ml syringe (B)(4) sealed in a blisterpak from batch #1195860 were received. The sample was visually evaluated and tested for leakage at the collar. The syringe did not have any defects visible, particularly in the luer and collar area. The syringe also yielded acceptable leak test results. The syringe received was acceptable per product specification. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6) (nj), USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3ml bd luer-lok¿ syringe leaked. The following information was provided by the initial reporter: it was reported encountered a leak while using bd 3 ml luer lock syringe when attached to the bd maxzero microbore extension set tubing. Verbatim: we encountered a leak while using bd 3 ml luer lock syringe when attached to the bd maxzero microbore extension set tubing. Ceftazidime was infusing in a patient over 30 minutes and at the end of infusion, fluid was noted on the syringe, tubing, and IV syringe pump. Patient was not harmed. However patient was being treated for blood culture positive bacteremia and we believe the entire dose of antibiotic was not administered to the patient due to the leak. The report that 3ml syringes leaking with maxzero/ microbore tubing was confirmed and reproduced with the received event products. The identified cause of the leak was due to an isolated molding issue occurring during syringe manufacturing. No issues were identified with the microbore tubing.